Event description:
(B)(6), experienced the following problems with (B)(4) tremetrics model 757 audiometers: printers working sporadically, touch screen failures, headphone problems, software issues. An upgrade was performed on (B)(6) 2010 with a result of no correction of problems.